Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient called in because he needed to find a healthcare professional (hcp) that would take out the pump and catheter. Patient stated his "pump stopped working 8 months ago and *profanity* near killed me". Patient stated the hcp tried shutting off the pump because the pump was overpumping medication into him. Patient stated they tried shutting off 3 times and all of sudden it would wake up in the middle of the night "bebebe" and "pump more morphine into him". Patient stated their hcp had to give him narcan to keep him alive. Patient statedhe had 3 narcan's. Patient stated his hcp would not take the pump out because he had chronic obstructive pulmonary disease (copd) and ptosis. Patient stated the last time he was under anesthesia, he almost did not wake up. Patient stated he was "having a colposcopy or whatever, his back and the hcp wanted the pump and catheter out before they would operate". Patient had a pulmonary test recently and it was extremely excellent and the copd was not a functional problem anymore. Patient stated the hcp found something on his lungs which was when they could out he had copd. Patient stated the card said 120 cc. No further complications were reported. Additional information was received from a patient. It was reported that the patient was looking for a healthcare professional (hcp) who would take the pump out. The hcps would not take the pump and catheter out due to his twisting scoliosis and the compound fracture of his spine at the catheter site. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2019-jan-24. Removed device code (B)(4), conclusion code added device codes (B)(4); method code, results code, and conclusion code. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jan-24. The patient again reported that the pump was no longer working and stated that it wasn't working because he was walking outside and lightning struck and the pump moved. The patient requested assistance in finding surgeons to remove his pump before his back surgery. The patient noted that the back surgeon wanted the pump out before the patient has to lay on his stomach for about 25 hours. No out of box failures were reported. No medical or therapy problems associated with small parts was reported. No symptoms were reported.